Manufacturer narrative:
Evaluation: the most likely scenario is that repeated autoclaving caused the epoxy bond to weaken, thus loosening the pin. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the knob came off in the pt's joint.